Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. A third party service technician found an additional problem during service which is battery empty in event trace and tested for 14 days.

Event description:
The customer reported device is resetting issue on the ltv1150 unit. There is no information regarding patient involvement associated with the reported event.